Event description:
It was reported that on three occasions in the last 10 days prior to report the patient¿s implantable neurostimulator (ins) had turned off. It was noted that the lightning bolt icon disappears on her patient programmer screen which is how she knows that the ins is off. It was noted that the patient charged her ins every friday. It was noted that the patient was in their health care professional (hcp) office on wednesday and the ins turned off. It was further noted that the patient was not in radiation therapy and she did not notice that it happened when she was near electrical equipment. It was noted that the patient did not see error codes when she used the patient programmer to turn the ins back on. It was further noted that the patient never had a problem with the ins until 10 days prior to report. It was further noted that the patient did not accidentally press the stimulation off button when she turned on her ins. It was noted that the patient knew when the ins turned off because the pain in her feet returns and the lightning bolt icon is gone on patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# j0320115v, implanted: (B)(6) 2003: product type lead; product ID 3487a-45, lot# j0320061v, implanted: (B)(6) 2003: product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003: product type extension; product ID 37754, serial# (B)(4): product type recharger; product ID 37746, serial# (B)(4): product type programmer. (B)(4).